Event description:
Healthcare professional reported via device tracking (dt) system, right-side "spontaneous rupture". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: the device related to the reported event of fluid leak and failure of implant, received on feb 11, 2022 with lot number 3258204. Visual analysis of the returned device identified: white particles in shell, crease fold, wear abrasion, and three openings on anterior and posterior. Leak test and microscopic analysis was performed which identified: two striated openings on anterior, a crease smooth opening on posterior, and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - two striated openings on anterior assessed as surgical damage. - a crease smooth opening on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported via device tracking (dt) system, right-side "deflation." The device has been explanted.